Manufacturer narrative:
In the initial MDR for the subject event submitted on 12/19/2019, section d1 (brand name) was incorrectly recorded as "harmony led surgical light". This should have been recorded as "harmony vled surgical light"; any reference to harmony led surgical light in the narrative should be read as harmony vled surgical light. Upon receipt of user facility medwatch report # 3300730000-2020-8003 on 3/12/2020, we reviewed our service history and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1043572-2019-00106. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led surgical light and confirmed that the cover had detached from the lighthead. The technician observed that the cover halves of the lighting system had been damaged which is indicative of facility personnel bumping the lighthead into other pieces of equipment. It was also noted that multiple lightheads were damaged within other operating rooms at the facility. The harmony led surgical light operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the lighthead cover subject of the reported event, tested the lighting system, confirmed it to be operating according to specification and returned it to service. The facility opted to order and replace the other broken lighthead covers themselves. The technician counseled the user facility on the proper use and operation of the harmony led surgical light, including the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, one of the plastic yoke covers on their harmony led surgical light detached and fell, entering the sterile field and resulting in a procedure delay as the sterile field had to be reestablished. No report of injury.